Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple occlusion alarms. The infusion set site was changed and the occlusion alarm reoccurred. The customer had a blood glucose (bg) level over 600 mg/dl and insulin injections were administered in an attempt to lower the bg level. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip. The high bg and dka were resolved; there was no permanent damage. The customer was discharged approximately on (B)(6) 2017; the customer could not recall the exact date. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.